Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for battery out limit and insulin pump error upon asking to rewind. Customer stated that they had high blood glucose of 247mg/dl which was treated with manual injection and current blood glucose was 319mg/dl. Drive support cap was normal and insulin exited at quick release. Insulin pump will not be return for analysis.